Manufacturer narrative:
Additional information was received which reported that the right femoral artery (rfa) repair was a result of transferring the patient to open surgery with the sheath still in place in the rfa. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the need for the rfa repair. The exact cause of damage to the rfa was not known. It was reported that the injury occurred at the end of surgery. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutr-34, serial/lot #: (B)(4), ubd: 10-feb-2023, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptu red. Upon the recapture, the valve dislodged up into the aorta and caused an aortic dissection. The valve was recaptured and redeployed. The patient's blood pressure suddenly dropped. An echocardiogram revealed a pericardial effusion. A pericardiocentesis kit was requested to drain the blood. The internal bleeding was severe and required the chest to be opened to locate the dissection. A temporary plug was placed. The valve was then surgically removed and the aorta was repaired. A non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that according to the physician, upon recapture of the valve with the dcs, the valve popped up aggressively into the ascending aorta. This resulted in a dissection, and ultimately the pericardial effusion. The patient was paced, however an ectopic beat caused the valve to dislodge into the ascending aorta. When the valve dislodged, the flared part of the valve frame resulted in the dissection. Of note, it was reported the valve leaflets were calcified, which could have contributed. It was reported that the patient died in the intensive care unit (ICU), approximately one week following the valve implant procedure. The cause of death was not reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the physician that the death one week following the implant procedure was due to ischemia shown on computed tomography (CT) imaging likely as a result of cardiac arrest. The hypotension began five minutes after valve deployment with pulseless electrical activity (pea). The emergency sternotomy was performed for relief of cardiac tamponade, repair of the dissection and right femoral artery (rfa) and replacement of the valve, ascending aorta and hemi arch. Per the physician, the valve contributed to the cardiac tamponade and type a aortic dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was returned to medtronic for product analysis. The delivery catheter system (dcs) was not returned. Images were submitted to medtronic for review. The image review showed multiple images attached to this file. An aortogram is performed with noted filing of both the right and left coronary trees. A pre-balloon aortic valvuloplasty (bav) was performed. There was a fluoroscopic valve load check performed, which was an adequate load. A single temporary pacing wire, guide wire catheter in the mid left ventricle cavity and pigtail catheter located in the nadir of the non-coronary cusp (ncc) were identified. The dcs crossed the aortic valve and deployment began. The valve was deployed to 80% and onto 100% with full release of both commissure paddles. The depth in these images appears to be around 3 mm on the ncc. The imaging provided did not identify a recapture or dislodgement. The reported event indicates that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and recapture d. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, according to the physician, the valve popped up aggressively into the ascending aorta during recapture of the valve with the dcs. In addition, no valve anomalies were observed during the product analysis or image review. Thus, this event is related the dcs. The cause of this event is not related to the valve. Upon the recapture, the valve dislodged. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case it was reported that an ectopic beat caused the valve to dislodge into the ascending aorta. The dislodged valve caused an aortic dissection. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, it was reported the valve leaflets were calcified, which could have contributed to the dissection. The valve was recaptured and redeployed. The patient's blood pressure suddenly dropped. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined. An echocardiogram revealed a pericardial effusion. Cardiovascular injuries, such as pericardial effusion and cardiac tamponade, are known potential adverse patient effects per the IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Per the physician, the death one week following the implant procedure was due to ischemia shown on computed tomography (CT) imaging likely because of cardiac arrest. Cardiac arrest is a known potential adverse effect per the device IFU. These complications are typically a result of other cardiovascular events. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. A DHR review was not performed on the valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, and this event does not allege a device misuse or malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned inside the container jar of (B)(6) submerged in clear solution. The valve was discolored showing evidence of blood contact. All leaflets appeared flexible and intact and were in the closed position. All commissures appeared intact. Remnants of host tissue were observed on the inflow of all leaflets and valve skirt. There was no evidence of distortion or damage to the frame. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.